Event description:
Patient reported, right-side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device was explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and observed missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device. Brown particles observed in the surface of the shell.

Event description:
Patient reported right side rupture. Device was explanted and replaced.